Manufacturer narrative:
The cholesterol gen.2 reagent lot number is 900693, and the expiration date was not provided. The ldl-cholesterol gen.3 reagent lot number is 870410, and the expiration date was not provided. A field service engineer (fse) determined that the intermittent abnormal cell blank alarm was caused by increased cell degradation and replaced the cell blanks. No additional cell blank alarms were noted and a successful cell blank report was generated. The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 and ldl-cholesterol gen.3 results from the cobas c 503 analytical unit for one patient. The initial cholesterol result was 8.94 mg/dl, and the repeat result was 199 mg/dl. The initial ldl result was 7.42 mg/dl, and the repeat result was 118 mg/dl. The repeat results were deemed to be correct. The initial results were questioned by the physician because they were low.

Manufacturer narrative:
The investigation determined that the cause was the degraded measuring cells, and they were replaced. The issue was resolved by the service actions.